Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a cut and bruise under the left chest area. There was no alleged device malfunction contributing to the irritation. The patient stated they sought medical attention for the irritation. Follow up indicated that the skin irritation improved.